Manufacturer narrative:
A ge service rep conducted an onsite investigation. The fast stop button had been pushed on the generator. The system was operating as intended.

Event description:
The customer reported that the system displayed a fast stop button pushed error message. No pt injury was reported.